Manufacturer narrative:
(B)(4). D10: 110003452 g7 str insrtr threaded shaft 083622. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the modular inserter and shaft are damaged. Unable to thread and unthread shaft in and out of inserter. The piece was assembled and was not able to be disassembled without much force or possible farther damage. There was no impact on surgery. Surgery was completed with original device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. Visual examination of the provided pictures identified the threaded shaft has a deformation damage to the thread. No images were provided of the inserter. The items were discarded at the user facility; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.